Manufacturer narrative:
Correction h6 additional code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent cardiac MRI. Upon device interrogation after MRI, it was found that the battery longevity for the implantable cardioverter defibrillator (ICD) had fallen. The device was re-interrogated and battery drain had slightly increased. It was recommended to interrogate device for battery check after 24 hours. After 24 hours post MRI the device was re-interrogated and battery life, current drain, and elective replacement indicators (eri) all returned to normal. The patient was in stable condition.